Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl at the time of incident and other relevant blood glucose levels were 500 mg/dl, 497 mg/dl and 494 mg/dl. Customer stated that the insulin pump not received any alarms for high or lows. Customer stated that the insulin pump received insulin flow blocked alert. Customer stated that her blood glucose had been climbing up all day, despite delivering multiple boluses and trying a manual injection to treat her blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature of insulin pump was inactive. Customer did not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.